Event description:
Dr. Made attempt to use reprocessed harmonic hand piece ace23p. Harmonic generator was turned on, all the connections were tightened, buttons pressed as required. The disposable hand piece did not work. It looked like there were no contact between generator and ace 23p. As soon as the handpiece was replaced with brand new ethicon ace23p the entire sys worked. Original brand is ethicon, label says is "single use". This item is being reprocessed by ascent healthcare solutions.